Event description:
During a remote follow up, episodes of undersensing were observed on the device. Technical support was contacted and suspected reprogramming will not resolve. No intervention has been performed at this time. The patient was stable and will continue being monitored.